Event description:
A caller reported that the pump battery was not charging, although there was no power source alert. The caller used a tandem charging cable and initially attempted to charge the pump through a wall outlet. It was unknown if the pump shutdown impacted the caller¿s blood glucose level, as they declined to provide this information. Technical support instructed the caller to try a different wall outlet, which initially did not resolve the issue. However, when the charging cable was plugged into a wall adapter, the pump began charging successfully. The caller was informed that using non-tandem charging supplies is not recommended unless for troubleshooting purposes, and a replacement tandem charging cable was sent. No further assistance was required.